Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the refrigerator did not detect on communication bus. A field service engineer remoted in with customer to power down battery using keys and tackle the switch. Rebooted the station refrigerator resulting in station being detected. The system functioned as intended after the field service engineer remoted in and troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system refrigerator did not detect on communication bus, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.